Manufacturer narrative:
On june 5, 2020, the product investigation was completed. It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve separation issue occurred. There was back flow of blood and saline coming from the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The hemostatic valve leaked but did not break or split into two pieces. It just would not close and stop the backflow. Blood did come back and flow out, but not a lot. It was caught right away and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged for a new one and the procedure was continued. No air was noted going back into the patient¿s body. This issue did not require surgical removal of the sheath. Device evaluation details: a visual inspection was performed and identified that the hemostatic valve was dislodged. A second closer inspection was performed and identified that the hemostatic valve dislodged inside the hub of the device. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and appeared to have been caused by excessive force and handling being applied to the device; however, neither instance can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve separation issue occurred. There was back flow of blood and saline coming from the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The hemostatic valve leaked but, did not break or split into two pieces. It just would not close and stop the backflow. Blood did come back and flow out, but not a lot. It was caught right away and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged for a new one and the procedure was continued. No air was noted going back into the patient¿s body. This issue did not require surgical removal of the sheath. Since there was no report of actual bleeding, this will not be coded as a patient event. The hemostatic valve dysfunction was assessed as a hemostatic valve separation reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation on may 4, 2020 and identified that the device was received in the condition reported as the hemostatic valve was dislodged. The hemostatic valve separation issue remains assessed as reportable.